Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and pertinent information is provided from this analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced with a new lead due to a perforation confirmed by x-ray. The patient showed slow heart rate, diaphragmatic stimulation and loss of capture. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted and replaced with a new lead due to a perforation confirmed by x-ray. The patient showed slow heart rate, diaphragmatic stimulation and loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.